Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the target lesions were the lad, lcx, om and ramus. Three stents were successfully placed in the lcx, om and ramus. The 2.75 x 28 mm promus stent delivery system (sds) was advanced to the lad, but it failed to cross the lesion. The sds was being removed and the stent dislodged from the balloon remaining in the vessel. While attempting to snare the stent, it became caught on the previously placed 2.75 x 23 mm promus at the lcx. The 2.75 x 23 mm promus stent became stretched and the decision was made to remove this stent also. During the removal of this stent, the 2.75 x 23 mm promus and 2.75 x 18 mm promus placed in the om and ramus was also stretched. Finally, all four of the stents were removed, and the lesions were re-stented with new stents of the same sizes without any further complications. No additional event or patient information is available.